Event description:
One day post-op, a decrease in sensing was observed due to a dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.